Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the on the arm under the plastic sensor pod and was described as a rash having redness, raised and weeping. The size of the affected area was stated to be six inches top to bottom and three inches left to right. Affected area was treated with a fluocinonide topical solution which was prescribed on (B)(6) 2015 for a previous skin reaction no additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.